Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display of the programmer did not work in the lower right corner. There was no response to the stylus. The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the programmer did not work in the lower right corner. There was no response to the sylus. The programmer will be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the bottom portion of the display screen was not working and the overlay/bezel assembly was therefore replaced and the stylus calibrated. Analysis also found that the system fan was noisy and it was replaced. (B)(4).